Manufacturer narrative:
On 06/15/2015 integra investigation completed. Method: failure analysis, device history evaluation. Results: failure analysis- the dental files were returned in used condition, not showing any unusual markings. Upon visually inspecting the files, it is noticed that some of file s are bent and one with a broken tip. Quality inspector tested the blades for bend and torque, and the files tested within defined specifications. Without knowing how much pressure was used during this procedure, the cause of the complaint is undetermined. Device history evaluation: nonconforming product report/nonconforming material report history none. Variance authorization/device history none. Engineering change order/manufacturing change order history: there is no applicable engineering change order/manufacturing change order history. Corrective action preventive action history none. Health hazard evaluation history none. Conclusion: the complaint report cannot be confirmed, due to the instrument testing within defined specification.

Event description:
Customer initially reports that two files broke off in pts mouths. Piece could not be removed from root canal, no ill effects seen. Number 1 of 2 related complaints.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported info.